Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing (twos). Follow up is currently in progress for additional information. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Alerts: 1 -patient alert for lead failure predictor on (B)(6) 2012 120:04:36. Sensing/oversensing: 1 - ventricular nst=140 ms on (B)(6) 2012 at 20:03:02. 2-vf<(><<)>=180 ms average v-cycle on (B)(6) 2012 at 20:03:18 and 20:03:57. A 2-lfp high rate-ns <(><<)>= 167 ms average v-cycle on (B)(6) 2012 at 20:03:01 and 20:03:55.

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing (twos). Follow up is currently in progress for additional information. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.